Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-05-09. The rep reported that per the patient, the patient slipped on the ice and fell a couple of years ago and that was when the high impedance issue started. The rep reported that they became aware of the high impedance issue on (B)(6) 2017 when he met with the patient for his chief complaint of recharging interval. The rep reported that before that they were not aware of the high impedance issue but was under the impression that anot her rep might have reported this because the patient had the issue for a long while. The rep reported that even though the patient had high impedance on some electrodes, the patient was getting adequate stimulation and therapy relief. The rep reported that the patient may be looking to expand the coverage area but the patient understood that if they were looking to expand their coverage area they might need a lead revision. The rep reported that the patient didn¿t care about the high impedances and had no intention to get this issue resolved because they were getting adequate pain relief. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain via a manufacturer representative (rep). It was reported that the patient had impedance issues and that the rep had a note saying electrodes 0-7 and 10 were out of range. The rep ran them today at 0.7v and 1, 2, 3, 4, 6 and 10 were all >10,000 ohms. No further complications were reported/expected.